Event description:
After initial implantation, the pt reportedly pulled out one of her staples and developed a skin flap infection at the implant site. The pt was prescribed vancomycin intravenously. The pt underwent a debridement on (B)(6) 2010. The pt was prescribed further antibiotics.

Manufacturer narrative:
Advance bionics considers the investigation into this reportable event as closed. The pt reportedly is doing well and is clear of infection. The pt remains implanted and the pt continues to hear. This is the final report.